Manufacturer narrative:
The insulin pump passed the stop current, run current test, a 21 error test and displacement test. There was no unexpected failed battery test alarm and the device had broken battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged and alarmed fail battery test. The customer¿s blood glucose was unknown at the time of the incident. The customer reported that insulin pump where one screw in the lid was falling apart and chipping. The customer stated the top of the battery compartment on the side where the threads are was cracking. The last time the battery was exchanged had to jam the lid on for it to work and got a failed battery test. The customer was offered to troubleshoot and customer declined. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.